Manufacturer narrative:
There was no information available regarding the event date. However, it was reported that the device was removed on (B)(6) 2018. Therefore, (B)(6) 2018 has been selected as an event date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(6) adverse incident report reference no. (B)(4); submitted to (B)(6) by the patient. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted during a transobturator tape procedure performed on an unknown date. According to the complainant, after the procedure, the device twisted and snapped. The patient experienced erosion at the vagina, bladder wall and urethra. Reportedly, the device caused her internal pelvic injuries. On (B)(6) 2018, the device was reported to be removed. However, there were remaining problems with ongoing pelvic/groin and hip pain, and it is reported that further surgery will be required in due course. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.